Event description:
CT scanner stopped during post contrast, cta chest scan. Scanner stopped about one second after initiation of scan. Approximately 65cc of IV contrast was administered. Patient was moved to another scanner; scan was completed without incident.